Event description:
The report from clinical study (B)(4) for patient with ID# (B)(4) indicated that the index procedure was coil embolization assisted with an enterprise vrd ((B)(4)) and codman coils ((B)(4)/lot# unk x2, (B)(4)/lot # unk x4, and (B)(4)/lot unk x5) of the left posterior communicating artery aneurysm, and one year post procedure, an angiogram showed aneurysm growth of the treated aneurysm was revealed. Action taken was additional coil embolization that was performed eight days after diagnoses. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome as of a month after onset was resolved without squealed. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated.

Manufacturer narrative:
The patient's medical history consisted of cardiovascular disease, hypertension, hyperlipemia, chronic subdural hematoma. The unruptured saccular aneurysm neck was 6.3mm, and the neck to sac ratio was 6.3mm:13.5mm. The parent vessel size diameter proximal was 3.5mm and distally was 3.8mm. Mrs before the procedure on (B)(6) 2011 was 0. The act was 134 seconds pre anticoagulation and 424 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. At the time of the 1-year follow-up (on (B)(6) 2012), the aneurysm neck was 6.8mm, and the neck to sac ratio was 6.8mm:13.5mm. The parent vessel size diameter proximal was 3.5mm and distally was 3.8mm. Mrs was 0. The occlusion rate of aneurysm was 70%. After the staged procedure on (B)(6) 2012, the angiographic appearances were satisfactory. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, (B)(6) 2012~ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2011~ongoing, heparin10,000u: (B)(6) 2011, 7,000u: (B)(6) 2012. Prior to implanting the vrd, brite (B)(4)/cordis, (B)(4) (lot#unkown), radifocus gt gw/terumo were utilized. Other devices utilized during the procedure were, excelsior sl10, radifocus gt gw/terumo, v-track/terumo (8), and gdc/stryker (total 4), no further information is available and procedural images are not available. The lot numbers of the implanted codman coils are not available; therefore, a device history record review cannot be completed. Aneurysm growth after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include aneurysm and neck size, packing density, and inflow angle. The IFU precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. Clinical factors appear to have contributed to the event with no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is 5 of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00720, 3007628272-2012-50060, & 2954740-2012-00721.